Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
During biomed testing on the sapphire pump to evaluate impact on the heart monitors in the ICU, it was observed that when the sapphire pump connected to the power supply and is moved into close proximity to the EKG leads it causes artifacts. After replacing the power cord it was performing better in terms of creating fewer artifacts.